Event description:
It was reported that during a routine device replacement procedure, upon connection of the chronic right atrial (ra) lead to the header of this pacemaker, sensing of low amplitude high frequency noise was observed on the atrial channel. The lead was disconnected from the device header and tested on a pacing system analyzer (psa) and all lead diagnostics were within normal limits with no noise noted. This pacemaker was removed and another pacemaker was successfully implanted with no further noise or sensing issues. This device was attempted, but not implanted. No adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine device replacement procedure, upon connection of the chronic right atrial (ra) lead to the header of this pacemaker, sensing of low amplitude high frequency noise was observed on the atrial channel. The lead was disconnected from the device header and tested on a pacing system analyzer (psa) and all lead diagnostics were within normal limits with no noise noted. This pacemaker was removed and another pacemaker was successfully implanted with no further noise or sensing issues. This device was attempted, but not implanted. No adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.